Manufacturer narrative:
Additional information was received that only one ipg was explanted. Sc-1132 sn (B)(4). Device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patients ipg was not holding a charge. The patient underwent an ipg replacement procedure.

Event description:
A report was received that the patients ipg was not holding a charge. The patient underwent an ipg replacement procedure.